Event description:
It was reported that during a coronary artery bare metal stenting treatment procedure, withdrawal resistance occurred. The physician was treating an unspecified lesion in a protected left main artery with a 3.00x8mm liberte bare stent. The lesion was pre-dilated at 6 atms for three inflations with a 3.00x8mm maverick balloon. The liberte bare was advanced to the lesion and inflated normally at 15 atms for 30 seconds without waste. The stent was deployed successfully and well apposed. There were no difficulties deflating the balloon. When the physician attempted to bring the sds (stent delivery system) back into the guide catheter, there was resistance. The physician had difficulty removing the sds from the deployed stent, it was "stuck". The physician re-inflated the balloon at low atms and deflated. Once the balloon was fully deflated, the inflation device was taken to neutral and the sds, guide catheter, and guidewire were taken out together as one. There were no reported pt complications. The pt's status is listed as "ok".

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.